Manufacturer narrative:
Device was not returned. Additional manufacturer narrative: the device was not returned to edwards for evaluation as it remains implanted. Calcific degeneration is a common cause of bioprosthetic heart valve failures. Many factors contribute to the onset and propagation of calcification. These include patient factors (age, disease state, pharmacological intervention, etc.), mechanical stress related to the valve's hemodynamic performance, and glutaraldehyde fixation of tissue. Though numerous studies have been conducted on preventive calcification strategies in bioprosthetic heart valves, the causes of calcification are not fully understood and there are still no mechanisms or medical therapies which fully prevent bioprostheses from calcifying. Based on the information provided the root cause of the event is indeterminable. If additional information is received a supplemental MDR will be submitted. Edwards will continue to review and monitor all events. Trends are monitored on a monthly basis and if action is required, appropriate investigation will be performed.

Event description:
Edwards received information through a clinical trial that a 23mm aortic pericardial valve is showing signs of aortic valve stenosis and moderate regurgitation due to severe calcification. The patient is enrolled in a clinical trial for transcatheter valve-in-valve intervention. At the time of reporting, the 23mm aortic pericardial valve had been implanted for approximately eleven (11) years. No additional information was provided.